Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). The cause was unknown, however, the customer had an unspecified illness, and suspected illness to be a potential contributing factor to elevated bg. The customer declined to provide additional information regarding the issue.